Manufacturer narrative:
Site reported that patient experienced a blister on the nose area following a laser treatment with the elite+. It appears patient had scratched off blister which caused an isolated scab on the patient's nose. Patient then visited urgent care for treatment and was given bactroban for preventative care. Site confirms that patient is doing 'great' post treatment. Device was evaluated and confirmed to be operating as intended within specification. Blisters are expected side effects from laser treatments, however this is reportable because the patient had visited urgent care for treatment.

Event description:
Patient had medical intervention following a laser procedure.